Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be complete. B3: estimated date.

Event description:
As reported to coloplast, though not verified: following the implant of an altis device, in (B)(6) 2023 the patient's partner felt a rough spot inside vagina during intercourse. There was a small palpable area of thin / slightly rough vaginal mucosa tissue over the mesh on the left, vaginal discharge and vaginal candidiasis. In (B)(6) 2024, there was a 1.5cm area of mesh palpated in the anterior vagina associated with pain with palpation. The patient also reported persistent pelvic pain and an inability to have intercourse due to pain. In (B)(6) 2024, there was mesh erosion bilateral to urethra, severe levator spasm, pulling sensation in groin/ vaginal area and continued inability to have intercourse due to pain. Anticipated altis excision in 2024.

Event description:
Additional information was reported to coloplast on 01/09/2025, though not verified: the patient has reportedly suffered further injury as a result of the revision and removal procedures and continues to experience injury. Additional injuries, conditions, and complications suffered include: mesh contraction, fistula, dyspareunia (pain during sexual intercourse), urinary dysfunction, trouble voiding, blood loss, acute and chronic nerve damage and pain. As a result of these life-altering and, in some cases, permanent injuries, plaintiff has suffered severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation of pelvic mesh product.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation excluding emotional changes. There are no clinical studies or literature to support a specific causal relationship between altis and the emotional changes as a side effect. No further action or corrective action is required at this time.

Event description:
Additional information was reported to coloplast on 06/09/2025, though not verified: the mesh had perforated the anterior vaginal wall crossing left sulcus. The altis was explanted in (B)(6) 2024.

Manufacturer narrative:
B5: correction to referenced implant date. This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information prompt us to alter or supplement any information or conclusions contained in this report or in any prior supplemental reports, a follow-up report will be submitted. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information was reported to coloplast on 09/28/2024, though not verified: the patient with this device experienced acute cystitis with hematuria, acute vaginitis, burning with urination, urinary frequency, low back pain, bladder spasms and e coli positive urine culture in 2022. Urodynamics testing in 2024 confirmed stress urinary incontinence, urgency and mesh erosion. Correction from b5 on previous report: altis was implanted in (B)(6) 2022.